Event description:
It was reported that intermittent occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The customer addressed the high blood glucose level by administering a correction injection using manual delivery. The customer managed the issue independently without needing third-party assistance. Customer resumed insulin and continued to use the pump for insulin therapy.